Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned with the device; in addition, the I-blade was bent. The device was connected to the generator and it was recognized. Because the jaw was detached and the I-blade was damaged not all testing was performed with the generator. It is possible that when the device got damaged the generator displayed an alert screen. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that a couple of times early in a vaginal hysterectomy procedure, they got a regrasp tissue message on the screen. The doctor then removed the instrument and noticed that the movable portion of the jaw was hyperextended. They were able to complete the case with a second instrument with no patient consequence.